Manufacturer narrative:
(B)(4). The device was manufactured may 22, 2014 ¿ may 23, 2014. The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, the red coil cap was observed to be separated from the housing of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had unspecified damage. This was found before use. There was no patient involvement. No additional information is available.